Manufacturer narrative:
.A follow-up report will be submitted once the investigation is completed. .

Event description:
It was reported to philips that the internal paddles are not functioning. There was no patient involvement.